Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The customer indicated that the failure has been isolated to the speaker assembly by in house trouble shooting efforts. The customer will not be returning the device for investigation and has elected to order a replacement speaker for in house repair. Info has been added to the database for trending purposes.